Event description:
Date of incident is estimated date (B)(6) 2023. It has been reported that- a patient said that the charger started smoking and melted. No further information is available. This is a final report.

Manufacturer narrative:
Manufacturer ref: #(B)(4). Trended device conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Technical conclusion of the actual device revealed no signs of fire on the device, both when examining the exterior and interior surfaces. A DHR review have been completed. No deviation or changes were found during manufacturing of the device. Based on the information provided this appears to be a known risk which is covered by existing CAPA 616. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Clinical evaluation: it has been reported that the charger started smoking and melted. There was no harm to the user, and no reported property damage. It is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. This is a final report. No further information is expected.

Event description:
Date of incident is estimated date (B)(6) 2023. It has been reported that- a patient said that the charger started smoking and melted. No other information is available at this point. This is an initial report.

Manufacturer narrative:
Manufacturer ref: (B)(4). Trended device conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Manufacturer investigation is pending. This is an initial report. A final report will be submitted on completion of investigations.